Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. (B)(4).

Event description:
It was reported by the edwards sales representative that a swan-ganz pacing catheter failed during a temporary pacing procedure being performed on (B)(6) year-old female with 3rd degree heart block. The user floated the swan-ganz and the pacing wires, but was unable to get capture despite multiple manipulations and repositioning of the pacing wires. Per the customer, they changed out the swan-ganz and wires to one that would capture. There was no patient injury.

Manufacturer narrative:
Our product evaluation laboratory received one model d97130f5 swan-ganz pacing catheter with a monoject limited volume syringe. As received, the catheter tip appeared bent and the balloon had leakage through the cracks of the deteriorated latex. The proximal circuit was found to be open. Cut down on the catheter body and balloon found the proximal lead wire was broken at approximately 1cm proximal to the distal tip. Insulation was not present on the lead wire at the location of the damage. The distal electrode circuit was found to be continuous. No other visible abnormality was observed from the catheter body. The customer report of "defective pacing" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.